Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker exhibited backup vvi operation. The device was reset with the help from technical services. The patient was stable.